Event description:
It was reported that failure to lock on wire occurred. A 1.25mm rotapro was selected for use. During procedure, when initially attempting to set the rotational speed to 180,000 rpm outside the body, turning the knob on confirmed that the advancer and the rotawire were not locked. The rotawire did not lock even though the rotawire lock button was pressed. The procedure was completed with another of the same device. There were no patient complications.